Manufacturer narrative:
Quality controls were outside of range high at the customer site.investigations performed with retention controls were able to confirm that control recovery was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
During investigations, retention reagent (lot 541899) was calibrated using retention calibrators and retention controls were tested. The customer's observation could partly be reproduced. Calibration occurred without problems. A first level of control was within range, but the second level of control was out of range high. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crp4 c-reactive protein gen.4 on a cobas c 111. No incorrect results were reported outside of the laboratory. The sample was processed in another laboratory on an unknown competitor instrument, resulting in a crp value of 156 mg/l. The sample was tested on the c 111 analyzer, resulting in a crp value of 286.39 mg/l. The crp reagent lot number was 54189901, with an expiration date of 30-apr-2022.